Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed a torn magnet pocket, slices on the top cover and fantail, and the electrode was severed near the electrode ground ring and near the array prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's infection has resolved. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
Advanced bionics was informed that the recipients internal magnet was removed in (B)(6) 2020 to undergo an MRI. A new magnet was inserted following MRI treatment. After the new magnet had been inserted the recipient presented with inflammation. On (B)(6) 2020, the recipient¿s device was reportedly explanted due to implant displacement and infection after magnet removal and replacement. The infection is reportedly not device related. Reimplantation surgery has not yet been scheduled.